Event description:
A customer reported issues with a touchscreen being unresponsive and requiring multiple presses. There was no adverse impact to the customer's blood glucose level. The customer, who is out of warranty and in the process of obtaining a new device, declined follow-up from technical support, leading to the closure of the case.